Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is combination product.

Event description:
It was reported that stent damage occurred. After the packaging was opened it was noted that the promus element stents were damaged.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the crimped stent found the mid-section of the device was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. After the packaging was opened it was noted that the promus element stents were damaged.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is combination product.

Event description:
It was reported that stent damage occurred. After the packaging was opened it was noted that the promus element stents were damaged.